Event description:
The patient was explanted due to reported charging issues between the implant and the external equipment. The problem was not confirmed. The patient was implanted with a new advanced bionics spinal cord stimulator.